Manufacturer narrative:
Component code: g03001. The customer service center specialist instructed the customer, over the phone, to replace the r1 reagent probe, c4/c8 rgt pr rohs, which resolved the issue. A review of the analyzer¿s service history revealed no contributing factors on or around the time of the issue. There have no further reports of discrepant calcium results from the customer since the current complaint. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of depressed concentrations and erratic sample results and provides instructions for the removal, replacement, and verification instructions for part c4/c8 rgt pr rohs. A review of the architect c tracking and trending data in the architect monthly product monitoring revealed no adverse trend for the architect c4000. The calculated erratic rates for the architect systems were all below the upper control limit. Further review identified no adverse trend for the c4000 and no similar issues for discrepant results as described in this complaint. No adverse trend for the replaced part was identified. No product deficiency was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a false depressed architect calcium when processing on the architect c4000. Sid (B)(6) generated <0.50 and 0.59 mmol/l that repeated 2.40 mmol/l on another architect. The account uses a normal calcium range of 2.20 to 2.55 mmol/l. No specific patient information was provided. No impact to patient management was reported.